Event description:
General report receied of an unspecified number of non-deliveries with no pump alarms. The pump was programmed to deliver unspecified drugs at unspecified settings. Although no fluid was being delivered, the pump would increment as though delivery were occurring. There were cardiac stress testing delays, but no reported adverse pt effects or medical interventions required. Though requested, no specific event or pt details were provided.